Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter, a clearlink system continue-flo solution set in which the end caps were separated from the tubing set. According to the report, the end with the blue cap came off. The customer stated that the cap severed from the set during priming. Upon follow-up with the customer, it was determined that the luer and the blue cap both separated from the tubing at the bottom of the set. There was no report of patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual examination was performed. The male luer was separated from the tubing. Other junctions were tested and no separation was noted. The reported condition was confirmed. Based on an investigation report from the manufacturing facility, the (B)(4) manufacturing plant, the assignable root cause was determined to be manufacturing personnel. Corrective actions were taken to address assembly error by the operator. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.